Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual insulin injections for insulin therapy. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Additionally, the customer had trace ketone identified as life-threatening by a healthcare provider. The customer administered a manual injection to address bg level. The customer reverted to manual injections for insulin therapy.